Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Upon receipt of additional information and further review by the manufacturer, it was determined that this event no longer meets the reporting criteria for the device in question, as there is no information to reasonably suggest that an elective replacement or its recurrence could cause or contribute to death, serious injury or serious deterioration in the state of health of a patient, user, or other person, and the medical/surgical intervention was not to prevent patient harm. Therefore, the event does not meet FDA reporting criteria definitions. No report required.

Event description:
It was reported that the patient with a spectra malleable penile prosthesis underwent a replacement procedure based on patient preference. During the surgery, no device issues or complications were observed. A new tactra prosthesis was implanted, and no patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with a spectra malleable penile prosthesis underwent a replacement surgical procedure. During the procedure, no patient complications or device issues were observed. No patient complications were reported.